Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). Device not returned, no lot number provided.

Event description:
Symptomatic patient with ascites. Denver shunt, inserted in 2017, not pumping. Radiologist concerned about pump chamber and/or venous catheter being blocked. Advised to check that the pump chamber and venous catheter are not blocked. Replace with new denver shunt. Double-pak.